Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had difficulty sleeping last night. They reported that at 2am their bladder squirted urine out and at 5:30am they had to turn off their device because they got an electric shock in their butt and one leg and then the other leg. They confirmed that when they turned the device off they stopped feeling the electric shock. The patient was redirected to their healthcare provider to further address the issue. They mentioned they're scheduled to see them on (B)(6) 2025. On (B)(6) 2025 it was reported that per their doctor's recommendations they would like to have assistance to connect to the implant. Information reviewed about the handheld devices. The therapy was on 0 and the patient increased intensity until 0.9, program 1 and confirm to have a comfortable stimulation of tingling in their crotch. Stimulation expectations were reviewed and they were redirected to their doctor if issue persisted.